Manufacturer narrative:
This reported incident was reported to vyaire medical from a research company. The reported incident was reported to have occurred on (B)(6) 2017. Vyaire medical has no record of this reported issue and did not receive the suspect device for evaluation. The reported incident has not been confirmed.

Event description:
It was reported to vyaire medical that a patient passed away on an ltv 950 ventilator. The customer claims that the ventilator did not alarm when the patient was disconnected from the ventilator.